Event description:
The facility indicated that the bed will not send a nurse call when the button is pushed.

Manufacturer narrative:
The technician replaced the power control board assembly to repair the bed.